Event description:
Boston scientific received information that a red alert was generated as this patient¿s device therapy was programmed off. The hospital discovered that the patient had non device related surgery earlier in the year and they suspected that the device¿s therapy was programmed off but never turned back on. The hospital had no documentation that the device was turned off and suspected a malfunction of the device occurred during magnet application, but interrogation of the device determined that manual reprogramming of the device had indeed occurred right before surgery. The patient was brought in and their device therapy was programmed back on. A discrepancy in the time was also noted involving the device as it had not been updated, however this issue was solved and the clock was synched with the current time. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.